Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) and a right common iliac artery aneurysm with implant of an afx2 bifurcated stent graft, an endurant (non endologix) aortic extension and a gore (non endologix) excluder implant. Reportedly, the right inferior iliac artery and the inferior mesenteric artery were embolized with coils. This procedure is outside the indications of use (off-label) due to adjunctive devices not compatible with the afx2 system per device IFU. Three (3) days post initial procedure, computerized tomography angiography identified a suspected type 3b endoleak from the afx2 bifurcated stent graft. Since the aneurysm diameter was around 45 mm and no impending risks for aneurysm rupture were considered, the physician elected to monitor the patient.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the bifurcated stent graft is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type iiib endoleak is most likely user related. No procedure related harms were identified. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The type iiib endoleak was near the distal end of the non-endologix stent (concomitant product use condition off label). The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. G4: awareness date - updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.